Event description:
The provider alleged that the consumer uses the arm pads to transfer in and out of the wheelchair which they are not intended for. Provider states that the armpad is broken because of this.